Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Some of this information was reported in regulatory report 6000153-2015-00695 and 6000153-2015-00697 .

Event description:
The consumer reported that they fell on (B)(6) 2015 and their wires shifted. There were no patient symptoms reported. The patient was indicated for spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Additional information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had their previous ins replaced because of the fall in (B)(6)2015. It was replaced in (B)(6) 2016. The patient also reported that ins caused shocking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.